Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative inspected the equipment and noted that the oxygen and air pressure transducer cables were cross connected. The connections were corrected.

Event description:
During servicing of the machine, ge healthcare service representative noted that the machine indicated oxygen cylinder pressure when the air cylinder was turned on, and air cylinder pressure was displayed when the oxygen cylinder was turned on.